Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pump reservoir volume was significantly greater than the amount expected. The device was replaced. No pt adverse events were reported. Pt recovered w/o any sequelae. The pump infused morphine daily dose of 4mg and bupivacaine.